Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -10.50/1.50/89 diopter in to the patient's right eye (od) on (B)(6) 2016. It was indicated the patient experienced excessive vaulting, the lens remains implanted.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. As per dfu for this lens model, implantation of this lens in an individual with an anterior chamber depth (acd) below 3.0mm is contraindicated. This patient had an acd of 2.91mm at the time of implantation. (B)(4).